Event description:
Approximately two years ago patient sustained a severe pelvic fracture in which plates and screws were used to reconstruct the patient's pelvis. Traumatic arthritis ensued requiring a total hip arthroplasty. Approximately four months post tha, the cup was found to be dislocated and the 25mm cancellous bone screw broken. The cup and screw were revealed to a 7mm bipolar implantdevice labeled for single use. Patient medical status prior to event: unknown. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device discarded. The device was destroyed/disposed of.